Event description:
On (B)(6), edgewell personal care brands, llc (formerly energizer personal care, llc) rec'd a call from the consumer's mother reporting that on (B)(6), her daughter developed symptoms of fever, paleness, vomiting and abdominal pain. The daughter was 2-3 days into her menses and her mother was administering tylenol and motrin. The following day, (B)(6), the daughter felt worse so she was taken to two walk-in clinics where she was advised to go to an emergency room. The daughter was admitted to a hospital for eval and treatment. The mother says her daughter was diagnosed with toxic shock syndrome and was hospitalized for a total of six days. She stated that no additional treatment or follow-up care is needed, but her daughter is now depressed and suicidal and is taking medication for depression. Edgewell has not rec'd medical records for this case.